Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger rod was broken on the bd ultra-fine¿ 3/10ml insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, the plunger rod was broken in one product.

Manufacturer narrative:
D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-may-2022. H.6. Investigation: customer returned a single 0.3ml syringe. The barrel flange was broken on one side. It was noted that the plunger rod was fully intact. A review of the device history record was completed for batch # 1123341 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the barrel flange being broken. A definitive root cause cannot be determined.

Event description:
It was reported that the flange was broken on the bd ultra-fine¿ 3/10ml insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the plunger rod was broken in one product.

Manufacturer narrative:
The following fields were updated with additional information. B.5. Describe event or problem - additional event type includes broken flange. D.4. Medical device lot #: updated from unknown to 1123341. D.4. Medical device expiration date: date added - 31-may-2026. H.4. Device manufacture date: date added - 03-may-2021. H6: event problem and evaluation codes: new a code (a0401) added.

Event description:
It was reported that the flange was broken on the bd ultra-fine¿ 3/10ml insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the plunger rod was broken in one product.